Event description:
Customer reports a blood glucose result of 650 mg/dl in the aviva system (result outside meter reading range of 10-600 mg/dl). Customer did not indicate if this result was obtained on his meter or on an ER meter. Customer did not indicate how long the discrepant results have been occurring. Adverse event unrelated to the device. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strip lot number and expiration date unk.

Manufacturer narrative:
The suspect product is the aviva meter.